Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect-pt. Similar to device under 510(k) k121629. Summary of investigational findings: the provided immediate post implantation imaging did not demonstrate the reported "filter legs did appear outside the column of contrast before filter retrieval". Therefore, unable to confirm if the filter perforated the ivc or was tenting. Filter was successfully retrieved without any difficulties. However, filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: (day of procedure), the pre-placement ultrasound was performed and revealed no thrombus in the inferior vena cava (ivc), pelvic veins, or lower extremities. Analysis of the imaging concurred with the site¿s assessment. The primary reason for the filter placement was no venous thromboembolism (vte) present but at risk for vte due to planned surgery. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 22.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the left common femoral vein as the access site, a celect¿ filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter tilt, fracture, deformation, or migration. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus. The filter was placed in the ivc infrarenal site, and the ivc diameter at the intended filter location was 20.7 mm. There was no evidence of filter deformation, migration, extravasation of contrast or filter legs appearing outside the column of contrast after placement. Filter tilt in the ap view was 4.1 degrees. On the same day, the post-procedure x-ray was performed and revealed no evidence of filter tilt, fracture, embolization, or migration. Analysis of the post-procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt was 4.2 degrees in the ap view and 5.2 degrees in the lat view. On (B)(6) 2015: (19 days post-procedure), the patient was discharged. On (B)(6) 2015: (33 days post-procedure), the one month follow-up clinical assessment was completed over the phone and a filter retrieval was to be scheduled because it was no longer clinically needed. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015: (97 day post-procedure), the three month follow-up clinical assessment, pre-retrieval chest and abdominal CT with contrast, ultrasound, and x-ray were performed. A grade 2 filter leg interaction with the ivc wall was observed. There was no evidence of pulmonary embolism or presence of thrombus in the ivc, pelvic veins or lower extremities (site queried regarding response of ¿no¿ in lower extremities ¿ indicated that CT of chest and abdomen only). There was no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt was less than six degrees. A pulmonary nodule was noted on the CT as an incidental finding, and the patient will be referred for evaluation to rule out carcinoma. The site has related that these imaging results were associated with clinical sequelae which lead to an intervention or treatment (site queried regarding relatedness to ivc filter ¿ previously indicated the filter was to be pulled because it was no longer clinically necessary). The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremities. The site has not provided information regarding the results of the pre-retrieval x-ray. Since the last contact, the patient had not experienced any significant medical problems or had any hospitalizations. On (B)(6) 2015: (118 days post-procedure), the filter was endovascularly retrieved with a gunther tulip¿ retrieval set, via the right internal jugular vein, because it was no longer clinically needed. Filter legs did appear outside the column of contrast before filter retrieval. There was no thrombus occupying the filter cone or difficulty retrieving the filter. Patient outcome: the patient remains in the study.